Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with pocket erosion. The physician explanted and replaced the entire pacemaker system to resolve the issue. The patient was in stable condition throughout the procedure.